Event description:
This is filed to report the clip opening while locked. It was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 3-4. An xtw clip was advanced to the mitral valve and a grasp of the leaflets was achieved. Leaflet insertion was reported to be good and stable. Mr was reduced to grade 1. Both establishing final arm angle (efaa) tests were performed with no issue. Deployment steps was performed per instruction for use (IFU). After deployment, echocardiography showed that the clip had opened to about 40° degrees. Mr increased to grade 2-3. The clip was stable on the leaflets. It was decided against a second clip for the time being. The steerable guide catheter was returned to abbott and the devices analysis revealed that the hemostasis valve was torn, and the shaft was deformed. It was stated by the physician that defect was not noted during the procedure. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open - locked) could not be replicated in a testing environment. Additionally, the gripper lever cover tabs were broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unintended movement (clip open - locked) could not be determined. The reported break associated with the gripper lever cover tabs break appears to be due to post-procedural shipping/ storage conditions (device returned in biobag without tray), as no issue with the gripper lever was noted during the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional device referenced in b5 is filed under separate medwatch report number.na